Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Event description:
The customer states that one patient generated a falsely elevated architect ca 19-9xr assay result. The patient had been generating results in the 5 to 10 u/ml range. Then in (B)(6) 2013 (exact date not provided) the patient generated a result of 225.17 u/ml. In (B)(6) 2013 (exact date not provided), the patient generated a result of 8 u/ml. The customer cannot account for the (B)(6) 2013 elevated result. The customer did mention that between (B)(6) 2013 the patient has been receiving a different drug regimen of norvasc (amlodipine), gaster (famotidine) and mucosta (rebamipide). The customer also mentioned that the results were generated at a reference lab on an architect i2000sr analyzer, serial number (B)(4). There has been no adverse impact to patient care reported.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 28177m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. The issue is for one discreet patient and retest of a new sample a month later gave the expected result. A product malfunction was not identified.